Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ needle was blocked during use when filling it into the port. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when filling my tandem tslim cartridge the syringe plunger will not move until I change out the needle. Its as if the needle blocks the insulin. It has happened four times causing me to swap out to a new needle in order to fill cartridge. Perhaps the needle is vulnerable to the cartridge filling process and gets bent?" "Per e-mail received from the customer, she had another instance of the issue with the needle" "one thing that I notice is I think it is the tandem cartridge filling process that does something as I had successfully squirted out air bubbles from the needle but when it comes to taking the air out of the cartridge and then filling it into the port something seems to block or bend the needle."

Manufacturer narrative:
Additional information d.10 device available for eval: no. H.6. Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ needle was blocked during use when filling it into the port. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when filling my tandem tslim cartridge the syringe plunger will not move until I change out the needle. Its as if the needle blocks the insulin. It has happened four times causing me to swap out to a new needle in order to fill cartridge. Perhaps the needle is vulnerable to the cartridge filling process and gets bent?" "Per e-mail received from the customer, she had another instance of the issue with the needle" "one thing that I notice is I think it is the tandem cartridge filling process that does something as I had successfully squirted out air bubbles from the needle but when it comes to taking the air out of the cartridge and then filling it into the port something seems to block or bend the needle."